Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-93621.

Event description:
It was reported that the customer experienced a low blood glucose that required medical assistance. The caller stated that the customer removed her transmitter to charge it, and during the time that it was charging, she experienced low blood glucose levels and seizures. The caller stated that the customer is very brittle, and no longer feels the effects of low blood glucose levels. The caller stated that he gave her two glucose injections, and when the paramedics arrived, her blood glucose was 19 mg/dl. The caller declined troubleshooting as he felt the issue was caused by the customer not wearing the transmitter. Nothing further was reported.